Event description:
Pt has experienced elevated blood glucose of up to 415 mg/dl over the past 3 weeks. She delivered insulin via the infusion device, but this was not successful in lowering blood glucose. She then used an insulin pen. Pt has also experienced low blood glucose of approx 50 mg/dl. She believes the insulin delivery of the infusion device is inaccurate. When she changes the battery on the infusion device, she must reprogram the date and time. Pt had a ketone measurement of "+," and her normal blood glucose level is 120 - 160 mg/dl. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.